Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and urinary dysfunction/sacral nerve stim. It was reported that patient was trying to turn on their stimulator because they were incontinent. Walked caller through turning the stimulator on. Patient got the message device not responding. Therapy may have stopped. Contact your clinical number. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Patient said they didn't know if their hcp work with the device. Told patient to call their doctor to see if they work with the interstim. Emailed the patient physician listings. Updated phone number.